Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin leaked from the reservoir's snap cap. The customer was unable to stay on the phone for troubleshooting, and asked to be called back in ten minutes as she was going to change the reservoir. The customer was called, but there was no answer. Nothing further was reported.